Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to fire a pulse. The cause for the failure was isolated to a defective u6 component on the pca board. The root cause for the defective u6 component could not be positively identified. No adverse event resulted from the damaged monitor.